Manufacturer narrative:
Correction from no injury reported to the following: a female health care worker (hcw) made contact with h2o2 when she removed the load from the chamber of the sterrad® 100nx. The cycle canceled and the hcw was not wearing gloves. The affected area on her hand had ¿white spots¿ and the hcw washed with soap and water. She did not receive medical attention or treatment. There are no serious injuries reported with this complaint, and there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump oil were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® unit was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site and confirmed the odor issue. The fse replaced the catalytic decomp filter, oil mist filter and the vacuum pump oil to resolve issue. Unit was confirmed to meet specifications and was returned to service.

Event description:
A customer reported an event of "odor" emitting from their sterrad®100nx sterilizer. The customer described the odor as "oil smell". There is no report of injury or harm to patient(s) as a result of the reported "odor" issue. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.